Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue but closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.117 kgf in average and 0.094 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum) final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Investigation ongoing.

Event description:
It was reported that there was an issue with the optilene. During an unspecified procedure, the needle tore from the suture. There was no patient harm. This occurred at an oncological center.